Manufacturer narrative:
The field service engineer evaluated the ventilator and was unable to duplicate the reported event. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated a battery alert, the ventilator became inoperative and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.